Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is not marketed in the us. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 -12.5 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. The lens was removed within the same surgery due to lens tear/break during injection/delivery into the eye. No patient injury. This resolved the problem.